Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: surgiwand ii diathermy tip melted the plastic sheath. End of plastic sheath fell off into the patient. Corrective action taken relevant to the care of the patient: piece that fell off was removed, a new device opened. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.